Event description:
The customer reported a leak from the unicel® dxh 800 coulter® cellular analysis system. The customer stated that the leak appeared to be waste dripping from the side of the instrument where the reagents are kept. The customer did not specify the volume of the leak but indicated that the leak was not contained within the instrument. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak.

Manufacturer narrative:
(B)(6). A field service engineer (fse) assisted the customer with troubleshooting over the telephone. The customer discovered that the leak was from a loose fitting at port 3 on manifold mf340. Manifold mf340 is a seven port manifold for the probe waste distribution. The customer proceeded to secure the port fitting and the instrument ran without any leaks. An fse was not dispatched to the customer's site for this event as the customer was able to resolve the issue with the assistance of the fse over the telephone. (B)(4).